Event description:
Pt had triple lumen central venous catheter inserted into right internal jugular vein. 10 hours after surgical procedure, had respiratory arrest/coded. Intubated with left tracheal deviation noted. Gross swelling noted to right neck around central venous catheter insertion site. As well as right shoulder generalized swelling and no blood return from catheter. Pt responded quickly to intubation with stable vital signs. Extubated 2 days later. Catheter noted intact when removed from pt.